Event description:
A cartridge alarm 20 was reported, which did not adversely impact the customer's blood glucose level. There was no previous occurrence of similar alarms with this pump, and the issue did not happen during the load process. Technical support assisted the customer in properly loading a new cartridge, enabling them to successfully resume insulin therapy, and the issue was resolved.